Manufacturer narrative:
This follow-up was created to document the returned device and conclusion of the investigation. A titan otr pump, two cylinders and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on both exhaust tubes of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on all tubes of the pump. Microscopic examination of the detachment ends of the longer exhaust tube of the pump and exhaust tube of cylinder 1 showed the surfaces to be rough and irregular, indicating stress was exerted. Two groups of striations were noted on the detached inlet tube, indicating contact with unshod instrumentation. Testing revealed these to both be sites of leakage. A partial separation was noted on the detached inlet tube. Testing revealed this to not be a site of leakage. Both pump exhaust tubes were twisted. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) on the exhaust tube near cylinder 1 to separate it. The information received confirmed a separation in the tubing near the cylinder. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations noted on the detached inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a tubing break between the left cylinder and the pump.